Event description:
I had essure placed (B)(6) 2012, since then I have been gaining weight, have headaches, am tired all the time, my menstrual cycles are heavier, with some blood clots, I have pain in my hips, I'm bloated, currently I look pregnant and I'm moody. Update on (B)(6) 2014: I wanted to add a few things that I forgot. My breasts are leaking and I have joint pain. I had essure placed just 2 months after having a baby, prior to the pregnancy my weight was (B)(6) lbs, after having the baby I was at (B)(6), when I had essure placed my weight was at (B)(6). Since then my weight has been increasing. Currently mt weight is (B)(6) lbs. I have never been this heavy, I'm too tired to do anything, I cant sleep, I have headaches everyday and I'm very irritable.

Event description:
(B)(4). I wanted to add a few things that I forgot. My breast are leaking and I have joint pain. I had essure placed just 2 months after having a baby, prior to the pregnancy my weight was (B)(6), after having the baby I was at (B)(6), when I had essure placed my weight was at (B)(6). Since then my weight has been increasing. Currently mt weight is (B)(6). I have never been this heavy, I'm too tired to do anything, I cant sleep, I have headaches everyday and I'm very irritable.